Manufacturer narrative:
Investigation results completed on a smiths medical pneupac ventilators vr1 air mix . Reported a video was attached to reveal show what was issue but it was video upside down, so therefore unable to watch. The device was used as a demo and upon visual inspection, this revealed cracked in lower case adn hile in the momentary control rubber. This is believed to be caused by wear and tear of often usage . Device was tested and multiple issues found with fault found do to damage. The engineer conclusion: as this was a demo unit, it is suggested that the number of lever operations must have exceeded the number set out in the requirements specification for this device. Consequently, this led to uncharacteristic wear of the mating components and build-up of debris which ultimately led to the leak and failure mode of constant . Action was taken to replace damage parts.

Event description:
Information received a smiths medical pneupac ventilators vr1 air mix testing was being done and the vr 1 did not break the breath and kept blowing. This occurred three times. Event was during testing and no patient involvement.